Event description:
The experienced never having therapeutic effect. She visited her physician on (B)(6) 2010 and was noted that her symptoms were improving. She was left at the current device settings. She subsequently experienced a shocking/jolting sensation when she changed her program from group 1 to 4. She was instructed to turn her stimulation off before changing programs. It was noted that when she urinated, it would come out "real slow". No infections were reported. If additional information becomes available, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).